Event description:
It was reported that, the stem has been loose for a while. Dr (B)(6) has been following this patient. The patient suffered unknown trauma and greater trochanter was broken off, so the surgeon revised. The cup remained implanted. No further information available due to hospital policy. Explants will not be returned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has not been made available either. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.